Manufacturer narrative:
Integra has completed their internal investigation on 10 may 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: the complaint was confirmed via inspection of item. The returned unit did not meet all specific functional test. Unit cleaned per protocol (B)(4). Unit received with the plunger cap is broken off of the plunger stud; general maintenance and cleaning required. The DHR review has been deemed satisfactory. Date of manufacture: 04 mar 2011. Review showed no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No new design or manufacturing trends have been identified. Conclusion: in summary the end users reason for return was verified as the plunger cap was broken off of the plunger stud. No root cause could be determined at this time but general maintenance is required for this device was manufactured in 2011 and last serviced in 2013.

Event description:
A complaint report was received stating the a2002 mayfield 2000 radiolucent skull clamp had a broken piece. The device was in use with a1072 adult disposable skull pins. The event occurred on (B)(6) 2015 with a male patient. No further details were provided for the nature of the broken piece or any related clinical information. There was also conflicting information received regarding patient information. Additional information has been requested. Additional information received on 29mar2016 stated the gender and age of the patient is unknown. The detail of the broken piece, the procedure being performed and the patient's initial positioning is unknown. There was no patient injury, no delay in the procedure due to the product problem nor any adverse consequence to the patient at all. There was a replacement device available for use and the patient's outcome was good.